Event description:
It was reported that the pt went to a fitting session. Before the fitting session, the pt did a conditional audiometry, and he had hearing answer at 45 db. It was seen that some electrode channels had hi impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.